Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was 412 mg/dl. The customer¿s blood glucose level at the time of the incident was over 400 mg/dl and the current was 312 mg/dl. The customer had using the insulin pump within 48 hours of the reported high blood glucose. The customer states they receive the insulin flow black alarm. The customer was treated with manual injection. The insulin pump will not be returned for analysis.